Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the issue with multi-component dispenses occurred, and end users often entered the incorrect amount. A technical support specialist (tss) found that multi-component orders were expected to function like regular orders. However, issues arose due to mismatches between the units of measure and the ordered medications. The tss determined that this often depended on the number of components in order and resolved the issue. For instance, the order displayed a given amount of 1 vl, while the facility formulary showed the medication with a dosage form of vial (vl), which prompted the user to manually enter the amount. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue with multiple components dispensing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue with multiple components dispensing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.